Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire became stuck in the lead. The inner coil then began to break away from the lead. Another lead was used, and the patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. The guidewire was not returned. Visual inspection of the lead noted that the connector pin was pulled away, consistent with excessive forces during attempted guidewire removal. Guidewire ptfe coating was found stripped and bunched up inside the inner coil at the connector region.